Event description:
Factory analysis of a returned air flow sensor revealed a component failure which resulted in a vent inop occurrence during analysis testing. An electrical open on the heated film element of the air flow sensor resulted in a flow sensor failure due to an out of range reading. The vent inop indicator signals the operator that the ventilator is not capable of supporting ventilation and requires service. During a vent inop condition, the ventilator enters a safe state, where the safety valve is opened and new alarm condition detection is discontinued. If the ventilator is attached to a patient when this condition is detected, the ventilator must be replaced immediately.

Manufacturer narrative:
Flow sensor.